Event description:
Baxter reported 1 incident of the clamp on the transfer set being broken. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.